Event description:
It was reported that during a "ptci" procedure in the lad, the penta was deployed in the "lad" at 11 atmospheres. A perforation was then noted in the stented area. Immediate tampondade occurred and was treated with an emergency pericardial drain. However, there was continued brisk bleeding despite deployment of one further penta and two covered stents. Reportedly, the patient went to surgery and was fine post operation. Reportedly, there was no issue reported against the device.